Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported by patient that their implant had been in their body for a long time, but it hadn't been turned on for a long period of time because it never did work. Patient stated that initially at implant it was placed on the wrong nerve in which their toe was moving, and it needed to be adjusted. Patient initially stated that it would maybe work for a week at a time, then further clarified that it maybe worked for a week on the wrong nerve. Patient then stated that they didn't know if it ever worked and confirmed that this all started at implant. No further complications were reported or anticipated.